Manufacturer narrative:
Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Hardware low level failures alarmed during selftest due to cracked solder joint at pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures. Insulin pump communicated properly with glucose sensor simulator and the gst3c transmitter. The correct test bg value was displayed on the sensor glucose graph screen. Audio/beep was present when the sensor glucose alerts triggered; the sensor glucose rise or fall alert feature functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device failed the audio test. The customer¿s blood glucose during the incident was 147 mg/dl. No further troubleshooting was performed. The device will be returned for analysis.